Manufacturer narrative:
The results of this investigation confirmed the amplatzer septal occluder met all functional and dimensional specifications when analyzed at sjm. A review of the device history record confirmed the occluder met all visual, dimensional, and functional specifications at the time it was manufactured, prior to shipment. There was no evidence to suggest there was an intrinsic defect in the occluder, and the cause for the embolization remains unknown.

Manufacturer narrative:
(B)(4)

Event description:
A 38 mm amplatzer septal occluder (aso) was successfully implanted. Two hours post-op, the patient developed pvc's and the aso was found to have embolized into the right ventricle. Percutaneous attempts to remove the aso were attempted with a snare multiple times without success. The patient underwent surgical device removal and defect repair with an autologous pericardial patch. The patient is reported to be in stable condition.